Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient inquired whether the neurostimulator device could affect her legs. She had shaky legs, hard to walk and difficult to be steady. She had not had any falls or traumas. This happened when she was walking and became really bad when she would get up from a chair. The event date was (B)(6) 2016. The patient later reported that they had not notified their managing physician about the issues. The circumstances that led to the issues included that when the patient got home and had put her feet up, and the patient could feel the impulses in the leg bad. Stimulation was lowered then changed programs and the patient still had shaky legs, pain, and it was hard to walk sometimes.